Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that the top becomes loose when placed back into the tube. No patient impact.

Manufacturer narrative:
Investigation summary: "material #: 367960; lot/batch #: 3348914. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tops popping off or cocked stoppers as all samples met specifications. Also, 10 retention samples were draw tested with all weights being within specification limits, no issues were identified with the hemogard closure assembly being loose or separating from the tube during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper popping off or creep-out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."